Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the extension leg was confirmed, but the exact cause of the damage was unknown. One 4 fr d/l powerpicc provena was returned for investigation. Two non-bas injection caps were returned for investigation. The returned sample resembled the item in the provided photo. The catheter extended 3.3cm from the distal end of the bifurcation. The distal catheter segment was not returned for investigation. Tape residue was observed on the extension legs and bifurcation, which indicates that the product was used. There was a break in the extension leg just inside the distal end of the red connector. The adjoining surfaces of the breached extension leg were microscopically examined and what appeared to be bleach marks were observed on the tubing. The characteristics observed on the extension leg indicate that the tubing tore and the evidence of use indicates that the damage most likely occurred during use. It was reported that the catheter was in place for 25 days. The break in the extension leg could be attributable to pulling, twisting, and manipulating the luer adaptor. No damage associated with the manufacturing process was observed on the returned sample. A lot history review (lhr) of rebq1884 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebq1884) have been reported from the same facility.

Event description:
Facility reported to the sales rep that the catheter is separating at the hub. No other information was reported. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the extension leg was confirmed, but the exact cause of the damage was unknown. One 4 fr d/l powerpicc provena was returned for investigation. Two non-bas injection caps were returned for investigation. The returned sample resembled the item in the provided photo. The catheter extended 3.3 cm from the distal end of the bifurcation. The distal catheter segment was not returned for investigation. Tape residue was observed on the extension legs and bifurcation, which indicates that the product was used. There was a break in the extension leg just inside the distal end of the red connector. The adjoining surfaces of the breached extension leg were microscopically examined and what appeared to be bleach marks were observed on the tubing. The characteristics observed on the extension leg indicate that the tubing tore and the evidence of use indicates that the damage most likely occurred during use. It was reported that the catheter was in place for 25 days. The break in the extension leg could be attributable to pulling, twisting, and manipulating the luer adaptor. No damage associated with the manufacturing process was observed on the returned sample. A lot history review (lhr) of rebq1884 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebq1884) have been reported from the same facility.

Event description:
Facility reported to the sales rep that the catheter is separating at the hub. No other information was reported. No patient injury reported.